Event description:
Updated summary: the event involved product mmt-1884. The product mmt-1884 will be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with flashing medtronic logo. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, force sensor and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, cracked case, broken belt clip rails, cracked case (battery tube) and scratched case. Flashing medtronic logo was observed during analysis due to moisture damage on pcba 1, pcba 2, force sensor and motor. Exposed to moisture damage confirmed. Cosmetic damage confirmed at the battery tube side. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged the pump stopped working and sustained moisture damage. Additionally, the pump had cracks on the back and side, extending diagonally through to the front of the pump. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed and indicated that the damage was affected the pump¿s functionality and pump was no longer waterproof. Customer reported that pump was exposed to moisture. Fluid was present in pump. Pump did not return to normal function and fluid was reported under the lcd. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to a backup plan per healthcare professional instructions. The product mmt-1886 will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.